Manufacturer narrative:
During returned device evaluation, a reportable malfunction was discovered. Complaint confirmed, the device was returned with the eyelet and anchor disassembled. Evaluation of the eyelet reveals it is broken around the suture hole. The base was not returned. No further abnormalities observed. The cause is undetermined, however a likely cause is user-applied mechanical forces.

Event description:
On 10/4/2021, it was reported by an arthrex employee that on (B)(6) 2021, when the surgeon tried to pass a total of 4 devices from another manufacturer through the c-chip all at once, the eyelet of the ar-2324bcc, biocomposite swivelock suture anchor, became damaged. A new ar-2324bcc, biocomposite swivelock suture anchor was opened and used to complete the case. This occurred during an arcr procedure. No adverse effect to the patient. During returned device evaluation, a reportable malfunction was discovered.